Manufacturer narrative:
It was reported that after surgery, doctor had seen a dysfunction of the stent, and it had been found the disruption of the mesh when removed the stent. As a result of analysis of returned device, it was found that the stent's body was divided into two parts. At one end of the stent, there was the removal suture. It seems to have been installed additionally during removal procedure to facilitate removal. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. The ek2418fnt2 is beta stent. Stent body is made of d-type cell and outer stent is made of s-type cell. Normally, the beta stent is implanted at cardias and it is possible to be fractured stent body due to shrinkage-relaxation of stomach. It is, however, hard to find out exact root cause for this complaint because it is difficult to reconstruct the situation at the time of procedure with limited information. According to device history records, there was no problem with that device. So it is difficult to judge fracture by device malfunction. It is considered that stent was affected due to movement of stomach then stent was fractured. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
It was reported that dr (B)(6) has seen a dysfunction of the stent one week after implantation under irm and x-ray. He tried to remove the stent but he had seen the disruption of the mesh - when he removed the stent he comes in two times upper part and lower part). He put another ek2418fnt2 without any problem.